Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient did not recharge for an extended period of time and hence the ipg was unable to communicate with the external devices. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced. Stimulation was restored and issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports the programmer displayed an error message and the charger was unavailable. She reports she last recharged her ipg approximately two months ago and received stimulation approximately one month ago the sjm representative confirmed the issue. Surgical intervention may be pending to address this issue. Concomitant devices: model 3146 (2), scs lead, implant date unknown. Model 3341, scs extension, implant date unknown.